Manufacturer narrative:
Software data logs were received by the manufacturer on february 25, 2014 for evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) freezes. There was a question mark (?) On the display of all configured devices and then screen of ccm becomes black with message "system computer needs service" on it. This happened few times during preparation to operation and during diagnostic. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.